Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's family reported via phone call that insulin pump had rejected battery. Customer¿s blood glucose was unknown at the time of incident. Insulin pump had random no delivery alarms and multiple priming. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed basic occlusion test and displacement test. However, unable to prime unit during prime test due to faulty force sensor resistor. Unable to perform occlusion test and excessive no delivery test due to prime anomaly. Device passed self test, a21 error test, off no power test and all operating currents tested within the specific range. However during testing unite alarm fail battery test and low battery alarm due to corroded battery contact.